Event description:
It was reported that during a pulmonary vein isolation procedure a polarx balloon catheter was selected for use. However, a blood detection error was displayed. The physician decided to replace the device, and the issue was resolved. The procedure was completed with no patient complications. The device is expected to be returned for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The returned polarx catheter was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed. No device damage or defects were observed that would have resulted in the blood detection error observed clinically. Secondary findings include the identification of a fractured knit line which resulted in an outer balloon vacuum error.

Event description:
It was reported that during a pulmonary vein isolation procedure a polarx balloon catheter was selected for use. However, a blood detection error was displayed. The physician decided to replace the device, and the issue was resolved. The procedure was completed with no patient complications. The device was returned for laboratory analysis.